Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that her son called 911 because her blood glucose was over 500 mg/dl. The customer was taken to the hospital and blood glucose by the time she arrived to the emergency room was 1200 mg/dl. The customer stated that she was sick 3 or 4 days before, she had pneumonia but was not aware of it. The customer reverted to manual injections and will no longer be using the insulin pump per doctor's orders. Customer declined troubleshooting.